Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's trial leads were cut and were exposed hanging out of the patient's back. The physician cut the remaining portion of the leads, and the patient was put on antibiotics.